Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and display device occured. No additional event or patient information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and failed. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A voltage test was performed and passed. Share data log was not available for reviewed. The customer complaint of loss of connection was confirmed. The root cause was determined to be a failed transmitter.